Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was experiencing red heart alarms while at home. Upon interrogation of the system controller, there were multiple episodes of pump stoppage noted. The patient has had 2 driveline repairs in the past. No evidence of external damage was noted on the driveline. The vad coordinator was unsure if all alarms occurred when the patient was on battery or the power module, but one alarm occurred while the patient was in the hospital while on the power module. An attempt was made change the patient to a pocket system controller but a driveline disconnected message occurred despite the driveline being fully engaged. The patient was switched back to the original system controller. It was reported that the patient was symptomatic during the pump stops; however, specific symptoms were not provided. Data log files were sent to the manufacturer for review which confirmed pump stoppage occurring while the patient was on the power module, or when one lead was plugged into the battery while one was plugged into the power module. A short to shield was suspected, and on (B)(4) 2015 the manufacturer's technician performed a percutaneous lead (driveline) distal end replacement and no further issues have been reported.

Manufacturer narrative:
Approximate age of device - 1yr and 8 mo. The portion of the percutaneous lead that was removed during the repair was returned for analysis. Evaluation is not complete. The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device as the patient remains on going with the implanted device. However, the report of low speed hazards and pump stop events was confirmed based on the evaluation of the returned percutaneous lead (lead). Approximately 35¿ of the external portion/distal end of the lead was returned. An electrical continuity test of the returned portion of lead was conducted and no shorts or discontinuities were found. The shielding and bionate were removed and examination of the underlying wires revealed disruptions in the insulation of the black wire approximately 1" from metal/controller connector, and in the insulation of the red wire approximately 6" from the metal/controller connector. The conductors of these wires were exposed. The disruptions in the insulation of the wires appeared to be the result of repetitive flexing of the lead in these areas. There was no evidence of mechanical damage to the wires such as crushing or pinching. The black wire represents one of two wires that represent phase 2, and the red wire represents one of the two wires that represent phase 3. The disruptions in the insulation of the wires would have interrupted function as a result of the exposed conductors of either of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. This short to ground would have caused the reported low speed hazards and pump stop events. No further information is available. The manufacturer is closing its file on this event.